Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure ana attempt was made to use one euphora balloon catheter when the the balloon burst during balloon inflation at 8 atm. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated. The lesion being treated was a moderately tortuous, severely calcified lesion with cto (chronic total occlusion-100%) located in the proximal circumflex (cx) artery. The balloon was used to trap the wire at the plcx. The first inflation at nominal pressure (8 atm) was successful. After deflation, the wire was advanced. During the second inflation, also at 8 atm, the balloon burst. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. No patient complications were reported as a result of the event.